Manufacturer narrative:
The bellows was replaced to fix the reported failure. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the bellow doesn't work. There was no reported patient involvement.

Manufacturer narrative:
Based on additional information from the ge fe, it was determined that the initial MDR report that the bellows does not work was due to a leak from the bellows. The leak rate is less that 1.5l and is insufficient to affect ventilation. Therefore, this case has been reassessed as not reportable. The unit continued to ventilate and alarms remain functional.